Event description:
The customer reported the alarm cable connecting the ventilator to the wall for remote alarm function is not communicating to nurse's station and subsequently the remote alarm did not sound. The customer reporter the ventilator was alarming during an alarm condition, and there was no reported patient harm.